Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: indeflator. Stent: xience v. Evaluation summary: analysis of the returned product noted blood visible on and in the balloon, which is consistent with a leak or rupture while in the patient anatomy. There was contrast in the inflation lumen consistent with preparation. The balloon was returned with slight relaxed folds. The balloon was separated at the proximal balloon seal. The material at the separation was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was still intact. There was no balloon rupture as reported; however, it is likely that the separated balloon material is what was likely perceived as a rupture. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. In this case, it is possible the catheter was inadvertently handled during preparation, resulting in damage to the proximal balloon seal. Further interaction during advancement in the lesion may have resulted in the balloon separating; however, this could not be confirmed. A conclusive cause for the noted shaft separation could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during post-dilatation of a xience v stent in the left main artery, the powersail balloon was inflated to 5 atmospheres when blood was observed coming back into the indeflator. The stopcock and the tuohy were tightened, but the balloon could not be inflated greater than 5 atmospheres. Balloon rupture was suspected. The device was removed from the anatomy and a voyager nc dilatation catheter was used to successfully complete post-dilatation. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.